Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned device shows the device exhibits signs of wear. Significant scratches and deformation can be seen around the holes of the c-bracket. The toe plate and c-bracket were able to be assembled and connected without any issues. However, disassembling the two parts required the use of excessive force. An r&d engineer reviewed the received information and noted the following regarding the dimensions of the device: "there is always at least .0005 clearance between the parts. Since it is a small clearance, if they are not disassembling the parts at 90 degrees from each other it is possible for the parts to get wedged into each other and not disassemble easily, but this would be considered user error." Based on investigation, the root cause was attributed to a combination of user and wear related issues. The failure was mostly likely caused by improper use of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that separating both components post procedure took excessive force which potentially damaged components. The instrument issue was discovered after surgery. No surgical delay, no additional patient adverse consequences. No other instruments/implants were used in combination with the affected instruments that may have contributed to this event. There was no adverse effect on surgical outcome. The procedure was completed successfully

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that separating both components post procedure took excessive force which potentially damaged components. The instrument issue was discovered after surgery. No surgical delay, no additional patient adverse consequences. No other instruments/implants were used in combination with the affected instruments that may have contributed to this event. There was no adverse effect on surgical outcome. The procedure was completed successfully